Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Unable to take tampon out- vagina [foreign body in reproductive tract]. Unable to take tampon out after using it [complication of device removal]. Case narrative: consumer reported via phone that she was unable to take the product out after using it. No serious injury reported.